Manufacturer narrative:
Literature: ramanathan, d. (2015). Current concepts in total femoral replacement. World journal of orthopedics, 6(11), 919. Doi:10.5312/wjo.v6.i11.919. The product was not available for return. Condition is addressed in the package insert. Without the opportunity to examine the complaint product, root cause cannot be determined. Part and lot identification are necessary for review of device history records and complaint history, neither were provided. Completed due diligence attempts to obtain missing information. No additional information was received. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
Information was received based on review of a journal article titled, "current concepts in total femoral replacement." Twenty-two (22) patients were identified in the article with hip dislocations on unknown dates. There has been no further information provided and the patients outcomes are unknown.